Event description:
During nexiva inspersion, after take out the stylate there is an incident of blood leakage from septum seal area. Its happening more frequently. Blood leaking from septum seal (B)(6) 2025 - received an email response from complainant for information. Can you confirm is there any patient impacted? No patient were impacted. Can you confirm that there are any serious injuries that occur to the patient? No serious injury happened. As per pir, exposure to blood/bodily fluid - "yes" please confirm patient had any harm/injury? No harm to the patient.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 4365247. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.